Event description:
Healthcare professional (hcp) reported that patient was injected in the cheeks bilaterally with 6.15 ml of harmonyca lidocaine. Six days post injections, patient experienced non-device related cold (symptoms included cought, congestion, and fatigue and was treated with tylenol cold and flu which resolved five days later. Approximately three weeks later, patient received a touch-up treatment bilaterally in the cheeks on with a total of 2.4ml of harmonyca lidocaine. Approximately three months later, patient experienced non device related pain and burning during urination due to urinary tract infection. The patient was treated with monurol and the event resolved two days later. Approximately one month later, patient experienced non device related " viral gastroenteritis" and was treated with ciprofloxacin which resolved about two months later. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00631 (abbvie complaint #(B)(4)). This MDR is being submitted for the touch-up injection of harmonyca lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of urinary tract infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Additional information reported event of viral gastroenteritis has been updated to bacterial gastroenteritis," deemed not device related.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of bacterial gastroenteritis, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of breast cancer, deemed not device related is considered an unexpected adverse drug experience. Additional, changed, and/or corrected data.

Event description:
Additional information reported patient recently diagnosed with "grade 2 invasive lobular carcinoma ER and pr positive (right breast)." No treatment was provided. The event is ongoing.